Event description:
It was reported the patient stated their doctor put their implantable neurostimulator (ins) in the wrong place, right where their pants were. It was stated it caused the patient pain and it was moved after 2.5 years.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v454083, implanted: (B)(6) 2010. Product type: lead: product ID 3888-45, lot# v454083, implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).